Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was not going into auto mode, as a result customer experienced high blood glucose levels. Customer's blood glucose was 418 mg/dl at the time of the incident. Troubleshooting was performed and blood glucose remained high. The insulin pump will not be returned for analysis, but the sensor will be returned.